Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon(iab), the optical sensor did not respond and the arterial pressure could not be measured. The alarm did not sound, and the console was replaced and used, but the error did not improve. Since the central lumen that had been heparin-locked became occluded and arterial pressure could not be measured, arterial pressure information was secured from radial line. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-20 through dec-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).